Manufacturer narrative:
Correction: h6, h10. One viewflex xtra ice catheter was received for evaluation. The catheter tip was noted to be bent and fractured. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed.

Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6. One viewflex xtra ice catheter was received for evaluation. The catheter tip was noted to be bent and fractured. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the tip fracture could not be established.

Event description:
During a ventricular tachycardia and premature ventricular contractions ablation procedure, the tip of the catheter fractured. The catheter was exchanged and the issue was resolved with no adverse consequences to the patient.